Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 419 mg/dl, 314 mg/dl at time of incident and the low blood glucose value was 44 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food for low blood glucose. Customer declined trouble shoot for high and low blood glucose. The device will not be returned for analysis.